Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: appropriate implantable cardioverter-defibrillator therapies delivered 5 years after end of service jacc: case reports. 2020; 2(5):796-801 10.1016/j.jaccas.2020.03.019. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an implantable cardioverter defibrillator (ICD). The authors discussed a case where a patient received appropriate ICD therapy four and a half years after the device reached elective replacement indication (eri). At the time the device reached eri with expected longevity, the patients ejection fraction had improved, and the decision was made to not replace it. Later, the patient underwent coronary angioplasty with revascularization and stent placement. Soon after the patient developed a ventricular tachyarrhythmia storm where multiple shock therapies were received from the ICD, which was followed by an episode where the device did not intervene, and external defibrillation was required. The device was interrogated, and an abnormally high pacing impedance and high shock impedance was noted; however, the same leads that were in use with the device were connected to the replacement and the parameters were found to be within normal limits. The disposition of the device is not known at this time. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Event description:
Additional information was received. The device was removed and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Returned product testing and analysis determined that the deice met specifications for normal device operation and normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.